Manufacturer narrative:
Product analysis: analysis was unable to confirm the programmer was shutting off or would not turn on. Analysis noted that the stylus was bent but functional. The software was reconfigured as a preventative measure and the stylus was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer turned off suddenly and sometimes would not turn on. The programmer was returned for service. No patient complications have been reported as a result of this event.